Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump rapidly depleted from 40% to 0% during the night and subsequently shut down. Contact reported customer had an elevated blood glucose (bg) level of 500 (mg/dl) and delivered an injection to stabilize bg levels to their target range. It was indicated that the customer would use manual injections for back-up therapy.